Event description:
Event description cpi received information that this bipolar endocardial tined lead (0014) was removed from service due to a fluctuating pacing thresholds, and impedances. Suspected was either a subclavian crush, or connection issue. The lead was replaced with another (0014) lead.